Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to prolapse and rectocele. Additionally, the patient underwent placement of mesh on (B)(6) 2013. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted concurrently with tah.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to prolapse and rectocele. Additionally, the patient underwent placement of mesh on (B)(6) 2013 with concurrent a&p repairs, enterocele repair and partial colpectomy. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems and recurrence. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.